Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that during surgery, a cm nail lag screw reamer broke inside the patient. Parts of the reamer remain in the patient.